Manufacturer narrative:
(B)(4).

Event description:
A report has been received of a tubing separation. This occurred on the arterial line during a dialysis treatment. In speaking with the facility it was learned the incident occurred at two hours into the treatment. An approximate blood loss of 250 ml was reported. The pt was restarted with use of a new arterial bloodline and completed the dialysis treatment without further incident. A sample was saved for an evaluation.